Event description:
It was reported that the physician found stored egms that showed t- wave oversensing diagnosed as vf and treated with shock therapy. It was recommended that the device be reprogrammed. The current patient condition was good.

Event description:
New information received notes that interrogation of the device revealed t-wave oversensing was diagnosed as ventricular tachycardia and the patient received inappropriate atp and hv therapy. Programming changes were made and a successful induction test was performed. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.